Event description:
It was reported during use that cardiosave intra aortic balloon (iab) had leak, blood in tubing. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (initial reporter) (B)(6). A complaint was reported related to blood back in a cardiosave hybrid iabp during use. Blood was observed in the line and inside the pneumatic interface module and safety disc but no patient injury harm or hazardous condition was reported and no medical follow up case was opened. The issue was discovered while the device was in use and the patient was involved. The technician confirmed blood contamination in the pneumatic interface module and safety disc. Both components were replaced and preventive maintenance was performed according to manufacturer specifications. The device passed all safety calibration and functional tests and was returned to the customer in good working condition.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9.